Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly ti neck loosened but did not break. There was a corner of metal near neck pocket visible on x-ray that had broken. In revision surgery, the neck/head construct came out in one piece by hand. Stem / neck original surgery 10 yrs ago. Head and shell revised 5 yrs ago.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00655.